Event description:
Allegedly, the tip of the sickle knife broke off in the pt's nasal passage during an ent procedure; the tip fell down the pt's throat. The doctor performed a laryngoscopy and retrieved the piece with a grasper. He went on to complete original procedure; only a minor delay caused and there was no impact on pt. Pt condition post op was good.

Manufacturer narrative:
The tip of the knife is broken off; it is approximately 7mm in length. Contact at hospital stated they believed it broke due to the density and hardness of the septum bone. Condition of instrument is consistent with damage caused by mechanical overload. This is the only report of breakage of this instrument that we have received.